Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we are not able to determine with certainty the root cause of this event at this time. An "information for use" booklet is provided with this device that includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Our quality control department verifies the fittings are securely attached to this device and that all glue joints are tapered and secure 100% prior to further processing. They also confirm the taper is smooth and that the overall catheter surface is clean and free of imperfections or damage. Nevertheless, in an effort to minimize further occurrences the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.

Event description:
IV noted to be snapped upon assessment and was clamped immediately. Repair was attempted, but unsuccessful. At assesment, the line was well secured, unable to determine why the line broke. Required a general anesthetic and new line. Also refer to 1820334-2008-00457 and 1820334-2008-00459. Patient condition is stable.